Event description:
It was reported that the procedure was to treat a moderately calcified, stenosed lesion in the distal superficial femoral artery (dsfa). A 6.0x150mm supera peripheral self-expanding stent system (sess) was advanced to the lesion without issue. Once at the lesion the thumbslide was very difficult to turn, however the physician was able to deploy the stent in the lesion. The delivery system was removed from the anatomy without issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified and stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/ difficult or delayed activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.